Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the first clip would not come out. When the clips started firing they were malformed. A competitor's product was used to the case with no patient consequence.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.